Event description:
It was reported by repair work order that the auxiliary outlet was not functioning due to a tripped circuit breaker. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.